Event description:
Before placement of device, pt presented with incarceration of bowel in hernia requiring emergency open surgical reduction of the hernia and repair. Defect could not be closed so the opening was bridged with surgisis gold device. Post-procedure, it was reported that the wound broke down, some fat necrosis developed and separation of skin. It did not seem to be primarily infected. Small bowel fistula thru the graft was reported, requiring repair. Pt recovered.